Event description:
Additional information received reported that on (B)(6) 2015 (as previously reported), the patient awoke with an episode of generalized weakness and unable to walk. The patient had called 911 and was transported to the hospital, where the weakness resolved on its own by the next day. No intervention to the pump was required. The cause of the symptoms was unknown, and the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant product: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital the day prior to the date of this report ((B)(6) 2015) because the patient couldn¿t stand up. The reporter was redirected to the managing healthcare professional (hcp) for questions related to the pump rate and drug in the pump. The pump was used to infuse morphine (unknown). No intervention or outcome reported for this event. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).